Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. The proximal aortic neck diameter was 17.8 mm, with length of 26.5 mm and an angulation of 53.8 degrees. The distal neck diameter was 25.1 mm. It was reported that the patient had a very challenging anatomy, with an angled conical aortic neck , aortic stenosis 1 cm above the terminal aorta, and very calcified common iliac arteries. It was reported that the physician attempted to implant the stent graft. The right iliac artery was predilated with dilators and an 8 x 4 balloon, and it was reported that the device went up fairly easily. Everything went well, but the physician deployed the stent graft about 3 mm too low, partly because visualization was difficult with the c arm. In addition, removing the spindle was difficult, and possibly caused the hooks to set in and drop the graft another 2-3 mm. The iliac arteries and distal aorta were very tight so the physician electively placed a 10 x 38 atrium on the right and a 9 x 59 on the left. The iliac arteries and distal aorta appeared to be responding properly to the procedure at that point in the surgery. A type 1 endoleak was observed, and the physician attempted to resolve it with a cuff, but it was too long. The physician then cut off the hooks and the top two stents. There was resistance pushing the stent, so it was withdrawn, revealing a gap between the graft cover and taper tip. The tip and graft cover were pushed back together, and the deployment proceeded uneventfully. Once deployed, the graft was unable to gain a firm seal, so a 4010 palmaz was placed with the assistance of a braun 25 x 4 balloon. This almost completely sealed the leak; however, a delayed type 1 blush or a type 4 was observed . The left renal artery (well above the graft material) appeared to be very stenotic pre-operatively, and the physician attempted to cannulate for over an hour, but without success. The physician decided to end the procedure. Further information provided that the patient had coded after the procedure, apparently due to an iliac rupture on the left side. The patient expired. A review of returned films pre-implant revealed that the proximal neck was double-angulated; angulated right-left approximately 90deg, and then posteriorly angulated 60deg, and ranged in diameter from 15-18mm. The max aaa diameter was 5.8cm. The distal aortic diameter was 20x23mm, calcified, with narrowing 2cm above the distal aorta from a calcified shelf. The iliacs were mildly tortuous, but very calcified bilaterally. Films during the implant procedure were not provided. The cause of the proximal type I endoleak and inaccurate delivery was likely due to the challenging neck. Passing the devices through the diseased vessels and ballooning may have contributed to the vessel perforation. Primary cause of death: ruptured iliac artery.

Manufacturer narrative:
(B)(4).